Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to noise (reproducible with isometrics), oversensing and pacing inhibition with asystole greater than two seconds. A new rv lead was successfully implanted and no additional adverse patient effects were reported. This lead was subsequently returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead as capped and abandoned due to noise (reproducible with isometrics), oversensing and pacing inhibition with asystole greater than two seconds. A new rv lead was successfully implanted and no additional adverse patient effects were reported.